Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, it was reported that the valve had dislodged. Moderate paravalvular leak (pvl) was reported. A second transcatheter valve was implanted. Following the implant, moderate pvl remained. It was also reported that at the end of the procedure, a dissection at the access site was reported. Treatment for the dissection was not reported. The site reported that the dissection was causally related to the device. At a follow up appointment approximately three years and 11 months following the valve implant, the moderate pvl remained. Approximately four years and eight months following the implant, the patient died. The cause of death was reported as a refractory decompensation in ischemic dilated cardiomyopathy with new left bundle branch block (lbbb).

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.